Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing right foot pain during the trial. The patient underwent an early lead pull procedure. The explanted leads were discarded by the medical facility. The patient was doing well and no longer had any of the pain.